Manufacturer narrative:
The manufacturer did not receive the package(s) or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a "base plate" ((B)(4)) was ordered and instead of receiving this product, they received a "top plate" ((B)(4)).